Event description:
System quit functioning during an interventional procedure. The pt was moved to another system where the exam was completed. The pt was discharged, but died at home several days later.